Manufacturer narrative:
On 5/18/2016 - we have requested the product be returned to the manufacturer. To date, we have not received the product.

Event description:
On (B)(6) 2016 - the consumer alleges that the heating pad burned. The consumer submitted photos of the heating pad. It has not been determined if bodily damaged was impacted due to the burned heating pad.